Manufacturer narrative:
Hernia recurrence is a potential complication after hernia repair with or without the use of supporting material and is noted as a potential complication in the ovitex instructions for use. It cannot be determined whether the device or other patient factors, history, and comorbidities caused or contributed to this event.

Event description:
A patient underwent incisional hernia repair on (B)(6) 2024. The primary repair included incarcerated bowel which was reduced and primary closure obtained. The patient presented with a bulge in the supraumbilical area in (B)(6) 2025 with suspected hernia recurrence. The hernia was reduced and repaired on (B)(6) 2025 via a robotic tapp hernia repair procedure.